Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples provided. Bd received two q-syte units connected to extension sets. One was received within a sealed package from lot 8115566 and the other with no packaging material. Through the visual/microscopic evaluation, damage in the form of tears was observed on the slit of the septum top disk. The septum top disk was unglued from the rim. There was evidence of adhesive and septum deposits were visible at the rim of the q-syte unit. The evaluation of the septum revealed evidence of adhesive and septum deposits. This is an indication that a bond was provided during the manufacturing process. The reported issue was confirmed however a definite source of the damage is undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that 20 bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced device damage with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: noticed septum broken after 1 day of usage, no fluidic leak was noticed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced device damage with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: noticed septum broken after 1 day of usage, no fluidic leak was noticed.